Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage at the keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a stained end cap sticker.

Event description:
The customer reported via telephone call that the buttons on the insulin pump were not responding properly during a bolus attempt. The blood glucose reading was 207 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.